Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. No button error alarm noted. No moisture damage found inside the pump. Pump received with cracked case at display window corner, battery tube threads, reservoir tube, minor scratched display window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 200 mg/dl. The customer stated hasn't been able to clear it for the past hours. The customer thinks that the alarm may have been caused due to humidity . The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.